Event description:
Customer requested an event log review for possible overinfusion vs. Diversion event. Intended programming was for dilaudid 1 mg/ 1 ml, 1 ml/ hr basal, pca dose 0.5 mg, loading dose zero and one hour dose limit 4 mg. Total volume was a 50 ml syringe. Patient developed symptoms of narcotic sedation on the morning of (B)(6) 2013 and required the pca to be stopped for 6-9 hours and was given oxygen. Pca was later restarted. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer requested an event log review for the programming details that occurred during the three day period of (B)(4) 2013 (1900) through (B)(4) 2013 (0830). The pcu event log showed that the pca module was added to the system (B)(4) 2013 at 12:59 pm. The device was programmed to infuse hydromorphone - palliative care dose 50 mg in 50 ml with the same parameters as the intended programming that was reported - pca dose = 0.5 mg, continuous dose = 1 mg/hr, lockout interval = 10 min, max limit = 4 mg/ 1hr and concentration = 1 mg/ml. The infusion ran at these parameters until 3:03 pm on (B)(4) 2013 when the device was channeled off. On the same day at 3:25 pm the event log showed that the user programmed hydromorphone - standard dose 11 mg in 55 ml instead of hydromorphone - palliative care dose 50 mg in 50 ml. This resulted in a 5 times increase in the continuous rate (5ml/hr vs. 1ml/hr) and a 5 times increase in the pca dose vtbi (2.5 ml vs. 0.5 ml). This is believed to be the programming that led to the over infusion. This infusion ran until (B)(4) 2013 at 2:47 pm when it was reprogrammed back to the intended concentration of 50 mg/ 50ml. The logs show that all the fluid in the syringe was infused. The root cause of the over infusion was identified as a user programming issue.